Event description:
Consumer reports getting false readings with the upgraded plink meter. Had to test with their other meter. Analysis run on clark error grid using competitive reading (336) as ref. Point vs. Bd readings (61) yielded data points in the e range of the grid outside acceptable limits.